Manufacturer narrative:
The customer provided patient information via email on (B)(6) 2020. (B)(4). S.d.a. (B)(6) 2020.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot j102 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot j102 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The customer returned photographs for investigation. Review of the photographs showed an empty treatment bag with the white luer cap bonded to the needle-free port at its base. A leak could not be verified based on the photographs, however the treatment bag being empty at this point in the treatment indicates a leak occurred. A photograph of the cellex monitor shows that treatment was interrupted when 213 mls of whole blood was processed. A material trace of the needle-free port and its components used to build lot j102 found no related non-conformances. A device history record review did not identify any related non-conformances, deviations or equipment maintenance events. This lot passed all lot release testing. A root cause for the tubing leak could not be determined from the information provided. No further action is required at this time. This investigation is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report that they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported that approximately 213 mls of whole blood was processed at the time the leak was observed. The customer reported the leak was coming from the needle-free port on the treatment bag. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer returned photographs for investigation.